Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent ipg replacement procedure. Explanted product kept by facility. Additional information stated that the patient is doing well postoperatively.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent ipg replacement procedure. Explanted product kept by facility.